Manufacturer narrative:
A review of the device history record for the reported lot was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. A photo received showed one glove with a cuff tear only. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to confirm the reported failure of glove tear or glove torn into two pieces. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
Customer reported that per the surgeon, one glove tore apart and made a hole when put on. Another pair tore into two pieces where the rolled edge tore off completely but this was not documented and there was no sample or photo of this. It could be seen at the break point that the rubber was thinner. There was no patient harm.